Event description:
Same case as MDR ID 2134265-2013-02213, 2134265-2013-02212. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. While using the ilab ultrasound imaging system, the physician was unable to perform automatic pullback.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).